Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5048564): 1) the products of this batch were assembled at intima ii auto line 4 in mar 2025 and packaged at r240 & cfs package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batches used in this batch of products are 4328503 and 4358101. Review the incoming inspection results, no abnormalities. 2. The customer returned one photo but did not return the defective sample. The photo shows two withdrawn needle cores, one of which is slightly blackened. 3. 02 retained samples from the complained batch were taken for inspection. Under the microscope, no abnormal darkening was observed on the needle cores. 4. Cause analysis: 1) the needle core is made of 304 stainless steel, which has good rust resistance under normal circumstances, but under special conditions (such as in the air containing chlorinated chemicals), the head of the needle core may rust. The plant does not have the conditions to cause the defect in the production process. 2) the abnormality observed on the surface of the cannula in the returned photo may not be caused by rust, but rather by the cannula's own manufacturing process or color differences caused by lighting. 3) according to the analysis of the intima ii production process, the reason may be that after the needle tube was lubricated (intima ii products use 1502c lubricating fluid for needle tube lubrication, forming a dense layer on the surface of the needle tube to facilitate puncture), a color difference appears under the reflection of light. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows that the needle is slightly blackened, but since the defective sample was not received for further inspection and analysis, the root cause of the blackened needle core cannot be determined. The plant will continue to monitor the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Upon completing the puncture and withdrawing the steel needle, the customer observed that the needle had turned black.